Manufacturer narrative:
The insulin pump received with debris under the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer states they noticed and orange piece behind the pump screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.